Manufacturer narrative:
Isi has not yet received the harmonic ace curved shears instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that a fragment fell into the patient with no evidence or claim of user mishandling/misuse. All fragments were retrieved and no additional surgical intervention was required as a result of this incident. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the metal part of two harmonic ace curved shears instruments broke off from the tip and fell inside of the patient's anatomy. The fragments were able to be retrieved during the same procedure. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: this issue resulted in a delay of approximately 10 minutes in order to exchange the instruments. No further clinical information was provided. Isi has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report. Refer to ID (B)(6) for the report on the second instrument.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7,h1, h2, h3, h6, h10. 61- intuitive surgical inc. (Isi) has received the harmonic ace instrument associated with this complaint. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with a broken curved blade. The broken piece, approximately 0.50" x 0.10" was returned with the instrument. No material appeared to be missing as the broken assembly was pieced back together. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the device evaluation results, this event has been re-assessed as non-reportable due to the following: the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.